Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the patient was catheterized after the operation, and the foley catheter fell out when the patient was sent to the ward. Also stated that the water injection test of the syringe found that the bladder of the catheter was leaking, which should be caused by the damage of the bladder. They replace the normal use urinary catheter for the patient. Per follow-up information received from ibc on 18aug2022, stated that the balloon was found to be ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was catheterized after the operation, and the foley catheter fell out when the patient was sent to the ward. Per follow-up information received from ibc on 18-aug-2022, stated that the balloon was found to be ruptured.